Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty inserting the filter into the pod and difficulty deploying the filter was unable to be confirmed. The kink was confirmed. The difficulty removing was unable to be confirmed as it was based on case circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the initial difficulty to insert could not be determined; however, the damage appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents for difficult to insert. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a carotid artery procedure. The emboshied nav6 embolic protection device was prepared for use. During loading of the filter into the delivery catheter pod, some resistance was noted inserting the filter into the pod. The emboshield nav6 was advanced into the patient anatomy and was able to cross the target lesion; however, the filter could not be fully deployed. The device was pulled back into the delivery catheter and resistance was noted. The device was removed from the patient anatomy with resistance and a kink was noted at the tip of the delivery catheter. An accunet embolic protection device was then used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.